Manufacturer narrative:
(B)(4). The sample was returned to the manufacturing site for evaluation. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The manufacturer reports "light testing test had been performed on product as per final inspection checklist # (B)(4) and product had qualified the test. Light was constant and glowing enough without flickering. User reported failure has not confirmed. There might be a chance, user not tightened the bottom cap properly. Handle was working perfectly. Light was constant. User issue."

Event description:
It was reported that: "the light was blinking in use, which complicated the intervention of the doctor and he had to change the handle. Clinical consequences: device had to be changed." The condition of the patient reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the light was blinking in use, which complicated the intervention of the doctor and he had to change the handle. Clinical consequences: device had to be changed." The condition of the patient reported as "fine".